Manufacturer narrative:
As per investigation results, one spring components of the returned pliers had cracked. The crack showed and intercrystalline forced rupture mode due to stress crack corrosion. The crack occurred due to very high compressive forces of the retaining screw. The root cause for this event can be attributed to a mfg related incorrect process step.

Event description:
A crack was found at the inner side of the grip parts of the pliers during inspection of the returned loner kit from the hospital.